Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es customer was not able to find patient that was discharged. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not on the station. A technical support specialist (tss) instructed the customer to readmit the patient within the external host and ensure there was no past discharge date attached to the new encounter to resolve the issue. The tss followed up with the customer and received permission to close the case. The system functioned as intended after the technical support specialist resolved the issue.